Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen went gray and became unreadable while the pump remained active via the paired mobile app, with sufficient battery and insulin; the user also reported prior screen bezel separation that had been taped and the device continued to function until the display failure, consistent with a display readability issue involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a display readability problem with the touchscreen, with findings indicating an ambient light problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.